Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device(s) was not returned for evaluation, and images and radiographs were not provided. The product in question has been changed from the liner component to the femoral component, as such, d1, and fields in section d4 have been updated. Additionally, the following fields that were populated in the initial submission should be blank: d4-expiration date, g4, h4, h7, and h9.

Event description:
It was reported via a legal notification that a 71 year old female patient, initial bilateral knees implanted on (B)(6) 2013, underwent a revision procedure of the right knee on (B)(6) 2021, approximately 8 years 1 month post the initial procedure. The patient presented with pain and swelling of the right knee that has gradually worsened. Pre-op/post/op diagnosis: right total knee aseptic loosening. Operative notes indicated a medial parapatellar arthrotomy was performed to expose the knee joint. The patella was dislocated laterally. The patella was found to be well fixed with some evidence of polyethylene wear. The polyethylene insert was removed using an osteotome. Attention was then turned to the femur. The femoral component was found to be grossly loose and debonded from the underlying cement. Component removed easily by hand. Cement removed from distal femur and canal. Bony inventory after removal of the femoral component revealed extensive osteolysis of the metaphysis of the femur with intact medial and lateral condyles that remained supportive of the collateral ligaments. Attention turned to the tibia which was found to be well fixed. Tibia component was removed with minimal bone loss. Bony inventory after removal of cement revealed a contained metaphyseal defect. Attention turned to the perforation of the canals. Reaming performed, a freshening up cut was made of the distal femur. Sized to a size 2. Cuts made to restore offset, rotation, and joint line. Bone loss of the femoral metaphysis warranted the use of a cone. Trials assembled and placed. Attention turned back to the tibia. Cutting guide used to make a freshening up cut of the tibia 90 degrees to the mechanical axis. Tray and stem inserted. Stability checked. Attention turned to the patella. Freehand cut made, lug holes drilled, trial placed. Knee determined to be stable with excellent patellar tracking through range of motion. Trials removed and competitor's devices were assembled and placed. Patient was transferred to the recovery room in stable condition. Primary device reported is the poly liner. Femoral device information is unknown. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.